Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to low blood glucose of 40mg/dl. Troubleshooting was performed. The battery status was normal and the ultralink was paired to the correct device. The customer stated that the reading did transfer over the insulin pump, but the glucose meter was not flashing. The customer's recent glucose reading was 209 mg/dl, and she has treated with food and glucose tablets. Reviewed the programming and found that her doctor had made changes. Advised the customer to remove the reservoir from the insulin pump and the reservoir was showing the same amount of insulin that the status screen shows. The customer stated that the insulin pump was exposed to an MRI. The customer stated having a combination of highs and lows. The customer did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.